Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed from the medical records provided. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: based upon the material available for review, it is not possible to determine the cause for the initial right total hip arthroplasty revision surgery or the subsequent revision, which was apparently done to manage a peri-prosthetic infection. The source of the later infection was suggested as related to ¿infected gallbladder¿. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was infected. Surgeon removed stem, head and liner and put in an antibiotic spacer.

Manufacturer narrative:
Device description reported as unknown liner. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6265-5214, citation tmzf ha short size#4r, lot code: 43145701; cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 50912902. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient's right hip was infected. Surgeon removed stem, head and liner and put in an antibiotic spacer.